Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature article : the impact of early surgical intervention on aniseikonia in patients with epiretinal membrane: a prospective cohort study. Retina. 2024 sep 1;44(9):1529-1537. The manufacturer internal reference number is: (B)(4).

Event description:
An author reported via literature article that a patient who underwent surgery for epiretinal membrane used an ophthalmic system. Following the procedure, a retinal break was observed. The patient current condition was unknown. This complaint is pertaining the late treatment group received from the initial reporter.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. Service history was reviewed for the system. There was no service record (relevant to the reported event), found. All surgical systems are verified to meet specifications after installation and customer initiated servicing in accordance with the applicable procedures. Based on the information obtained, the root cause of the reported event is inconclusive. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. Based on the information obtained, the root cause of the reported event is inconclusive manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).